Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, d10, e2, e3, e1(initial reporter, telephone and email), g1, g3, g6, h2, h3,h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the assy, display top lcd (d160-00-0127) to resolve the issue. After the repair, a full inspection was performed. The device is functional.

Event description:
It was reported that during a routine check up, cardiosave intra-aortic balloon pump (iabp) required monitor replacement. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is stefa national institute of cardiology. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had monitor replacement. Patient involvement is unknown but no harm or injury reported.